Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack. During an investigation of battery packs for an unrelated issue, a reportable malfunction was found. The batteries were unable to power a monitor or charge.

Manufacturer narrative:
Device evaluation of integrated battery charger sn (B)(6) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective charger power supply. Device evaluation of battery pack sn (B)(6) has been completed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 & p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. Device evaluation of battery sn (B)(6) has been completed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective batteries. H4: device manufacture dates: battery sn (B)(6): 03/11/2020. Battery sn (B)(6): 03/11/2020.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. Device evaluation of battery sn (B)(4) has been completed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective batteries. Device manufacture dates: battery sn (B)(4): 03/11/2020, battery sn (B)(4): 03/11/2020.

Event description:
During an investigation of battery packs for an unrelated issue, a reportable malfunction was found. The batteries were unable to power a monitor or charge.